Manufacturer narrative:
The pacemaker was returned due to an explant procedure related to a hematoma. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that the patient was called for hematoma evacuation. The pacemaker was explanted and replaced to limit the infection risk. The patient was in stable condition throughout the procedure.